Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Manufacturer narrative:
Following product return and completion of lab assessment, a follow-up report will be submitted.

Event description:
--

Event description:
Boston scientific received information that this device was explanted due to end of life (eol) battery status. The physician reported dissatisfaction with battery performance from eri timestamp to eol, as it was outside product labeling guidelines. No adverse patient effects were reported and the explanted unit is intended to be returned for post market evaluation. Another boston scientific device was implanted without reported complications.